Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the system board.

Event description:
Complainant alleged that during biomed testing the device was unable to adjust pacer rate. There was no pt involvement in the reported malfunction.